Event description:
It was reported the lead impedance varied from 400 to 1200 ohms. It was also reported that during interrogation, there was noise oversensing when the patient coughed. A lead fracture was suspected. No patient complications were reported as a result of this event. It was further reported the lead was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead impedance varied from 400 to 1200 ohms. It was also reported that during interrogation, there was noise oversensing when the patient coughed. A lead fracture was suspected. No patient complications were reported as a result of this event.